Manufacturer narrative:
Approximate age of device ¿ 5 years and 8 months. The patient remains ongoing on lvad support; however, a portion of the percutaneous lead (driveline) is expected to be replaced and the removed portion is expected to be returned for investigation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the heartmate ii percutaneous lead (driveline) was badly worn. There were several open areas in the white silicone coating and the rest of the coating had become almost brittle. Rescue tape was applied from the skin exit site to the connector but over time fluid had managed to get beneath the rescue tape causing the grounding shield to turn black. Due to the age of the driveline and extensive damage, a cosmetic external driveline replacement was requested to be performed on (B)(6)2018 by the manufacturer¿s technical services. The entire length of the external portion of the driveline was to be replaced.

Manufacturer narrative:
The report of damage to the white silicone jacket of the percutaneous lead (driveline) was confirmed through an onsite evaluation performed by an abbott technical service representative. Approximately 19.5 inches of the driveline was returned for evaluation. Rescue tape was applied to approximately 2-14 inches from the metal connector. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The driveline revealed tears at approximately 3 inches, 5.5 inches, 7 inches and 10 inches. Upon the removal of the outer silicone jacket, no damage to the bionate layer was identified. Visual inspection of the metal braided shield revealed severe breakdown along the length of the driveline. Visual inspection of the driveline¿s wires did not reveal evidence of any damage. The driveline was then submerged in a saline solution for high-potential testing to verify the integrity of each wire's insulation. This test revealed no areas of current leakage. The hmii lvas IFU and patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.